Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center regarding system error 2240 alarm that occurred on the homechoice (hc) during dwell 2. The home patient (hp) left the blue final line clamp closed. The technical service representative (tsr) explained the alarm and had hp cycle power. The tsr explained that hp would need to start over with new supplies. The tsr then advised hp to call nurse in the next 24 hours and let her know what happened. The hp will start over with new supplies and will call the nurse. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up, the hp stated that he followed up with his rn. She told him to call her if he gets any symptoms. The hp stated he did not develop an infection. The hp stated that this was caused by a closed blue clamp line, as reported in the complaint. The hp also mentioned that this was the only time that this happened. The hp knows proper procedure.